Manufacturer narrative:
The bowel grasper insert was evaluated, and we confirmed one of the jaws is broken off. The instrument was manufactured in june 2011; it has been in use for three years. The most likely cause for this kind of damage is overstress. Ie grasper jaws were used to hold too much weight or device was used for retracting heavy tissue, which our IFU warns against.

Event description:
Allegedly, during a laparoscopic ventral hernia procedure, one of the jaws on instrument broke off into the pt. The doctor was able to retrieve broken piece. Procedure was completed with no injury to the pt.